Event description:
It was reported that the user, who had temporarily switched from insulin vials to pens due to supply constraints and then returned to vials, experienced elevated blood glucose while dosing had been stopped, and was guided to enter a blood glucose value into the ilet pump and connect a new sensor. The event was managed through troubleshooting and education without alerts or alarms. Symptoms included hyperglycemia with a reported blood glucose peak of 369 mg/dl. Outcomes included no hospitalization, no emergency treatment, and continued therapy after guidance. Investigation included technical support review, device use assessment, and user education on supply change and sensor reconnection. Investigation of this case revealed user-related operational factors during the supply transition and sensor reconnection, with the device functioning as designed after user input and setup were completed. It was concluded that the event was related to hyperglycemia with cause unclear and that no device malfunction was identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.